Event description:
Distributor representative reported surgeon was uncomfortable with the trajectory of a microtargeting platform built for the surgery. Patient had been prepped for surgery including opening of the burr hole in the skull. Surgery was subsequently cancelled. Surgery has been re-scheduled with new microtargeting platform. No further patient injury.

Manufacturer narrative:
No further evaluation of the product is possible. Planning for this platform build was done without MFR present and planning files are not available to MFR for review. Manufacturer representative will be present at re-scheduled surgery.